Manufacturer narrative:
Based on the data card evaluation the handpiece and the system performed as expected. The investigation is ongoing.

Event description:
One day after a thermage treatment to the face the patient experienced redness and scabbing on both cheeks. Triple antibiotic ointment was used to treat the area. The patient has since recovered. There will be no permanent damage or scarring. The highest energy level used was 2.5. Nothing out of the ordinary was observed during the treatment.

Manufacturer narrative:
The datacard log and treatment tip were returned for evaluation. No issues found during the evaluation of the treatment tip. The datacard log showed the following errors occurred during treatment: quantity - error ID - description - percent of reps: 1 - 76 - tip lifted/tilted during rf on - 0.12%, 1 - 131 - underforce during rf on - 0.12%, 1 - 143 - hp not connected - 0.12%, 3 - 144 - tt is missing or disconnected - 0.35%, 1 - 173 - tm3 disconnected - 0.12%, 4 - 211 - force too high when button pushed - 0.47%. Error indicates a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the data, the handpiece and system performed as expected. According to thermage cpt system technical user¿s manual (p009240-05 rev. B) burns, blisters, scabbing, and redness are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Based on the evaluation of the data, the handpiece and system performed as expected. No issues found during the evaluation of the treatment tip. Based on the available information, burns, blisters, scabbing, and redness are known possible patient reaction to thermage treatment. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Complaint type identified within risk analysis and performing within anticipated rate trending will be performed to monitor this issue. No further action is required at this time. The investigation is complete.